Manufacturer narrative:
Additional information: lot#/serial# of the concomitant product was received: (B)(4); UDI: (B)(4). A medtronic representative went to the site to inspect the system. The x-ray self-test was observed to not be able to finish. The paxscan processor was not booting completely, which caused the selftest to fail. The paxscan cp2 was replaced the issue resolved. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: kit svc bi71000640 cpu pxscn 4030cb cp2. Not available on the date of filing. A manufacturer representative went to the site to test the equipment; however results were not yet available on the date filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the system was not booting properly (detector not ready). The bar showing the status of "radiation" was constantly loading. There was no patient present.